Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The data from the time of the reported incident is unavailable for review due to continued pump use. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
It was reported that on (B)(6) 2011, the patient obtained a blood glucose level of 20 mg/dl and he experienced the symptom of ''being clammy.'' The patient was treated with orange juice, and his blood glucose level ''came back up'', specific results not provided. The patient noted he had been consuming less food. It was not possible to troubleshoot the reported pump during the initial telephone call with customer support, as the patient did not have the pump available. Customer support contacted the patient several times to troubleshoot the pump, however, was unable to reach him by telephone. It is not known the patient's condition, blood glucose levels and insulin intake prior to the event. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia and received treatment with food while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.